Event description:
During a transfemoral tavr procedure, there were difficulties withdrawing the partially inflated nf+ delivery system balloon into the 20fr esheath, causing a liner tear. A femoral artery dissection was then found upon removal of the esheath. The 29mm sapien xt valve was positioned 70:30 aortic/ventricular (a/v) and was deployed on the same position. Post deployment there was no central leak and trace paravalvular leak (pvl). There was no pericardial effusion and no issues with the coronary arteries. After turning off the rapid pacing the patient did not recover, the blood pressure was very low and CPR was started. During that time the balloon catheter was retracted from the annulus. During deflation, the plunger of the atrion was pulled negative only one time, removing 16cc of contrast solution from the balloon and inadvertently leaving 33cc in the balloon catheter. Once the patient's hemodynamics stabilized it was decided to remove the delivery system. Fluoro was not used to remove the device and it was not known that the balloon was still partially inflated. This caused difficulty retrieving the balloon into the esheath, as the partially deflated balloon got caught up on the esheath¿s tip. They pulled hard on the catheter, causing a separation of the balloon tip (including the nose cone, part of the balloon, and part of the balloon shaft) from the device. The balloon tip remained on the wire. When the rest of the catheter was pulled out it caused the esheath's seam to split on almost its entire length, causing difficulties to retrieve the separated balloon tip. It was decided to replace the esheath with a new device. A 2nd 20fr esheath was then advanced up to the balloon tip and the whole esheath and nose tip were removed as a unit. An angiogram revealed a femoral artery dissection that was repaired with a cover stent. The patient was stable at the end of the procedure. The cause of the withdrawal difficulty and nose tip separation was discussed with the physician. User error - inadvertently the partially inflated balloon was pulled through the patient's anatomy without the fluoro on was perceived as the cause of the events.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 20fr esheath is 7.0mm. Per report, the access vessel mld measured 1.8 mm with mild calcification and tortuosity. In this case, the cause of the reported femoral artery dissection cannot be confirmed; however, it is possible that procedural factors (user error ¿ using excessive force to remove the partially inflated balloon through the sheath), likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.